Manufacturer narrative:
No product was returned for investigation. The root cause of the sepsis was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient implanted with an impella cp experienced sepsis. The patient was escalated to an impella 5.5. No patient harm was reported.